Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor "burr would no longer spin when it made contact with the bone. I had dr (B)(6) pull on the burr to ensure it was connected to the anspach (it didn't come out). At this point we prepared to disassemble the anspach from the hand piece. We double checked that the hd long was properly attached along with the burr. At this point the burr could not be removed from the anspach. Pliers were required to remove the burr". Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor "burr would no longer spin when it made contact with the bone. I had dr (B)(6) pull on the burr to ensure it was connected to the anspach (it didn't come out). At this point we prepared to disassemble the anspach from the hand piece. We double checked that the hd long was properly attached along with the burr. At this point the burr could not be removed from the anspach. Pliers were required to remove the burr" failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #(B)(4). Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by (B)(4) (engineer, (B)(4) robotics) and the reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #(B)(4) has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The burr would not spin when in contact with the bone. Pliers were used to remove the burr. In order to complete the case, another anspach was used.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The burr would not spin when in contact with the bone. Pliers were used to remove the burr. In order to complete the case, another anspach was used.